Event description:
On (B) (6) 2009 - customer reported there was no table movement due to the table extension malfunctioning. There was no reported pt injury.

Manufacturer narrative:
Field service engineer troubleshoot problem to the plunger end block that had come off of the linear pot; causing the leg extension to become stuck in the table. Fse repaired the plunger block linear pot assembly, and repaired wiring on the leg extension amp connector. Fse tested all of the table's hydraulic functions, and returned the system to service. A search of the complaint system showed no complaints caused by a similar issue.